Event description:
Nephron pharmaceuticals corp. Received a report of a device malfunction on (B)(6) 2014, associated with the use of the ez breathe atomizer. The patient reported that the atomizer failed to produce an aerosol mist despite cleaning the atomizer according to the manufacturer's instructions and changing the batteries. The patient requested that nephron refrain from contacting him concerning follow-up questions; therefore, no additional information is available concerning the nature of the malfunction, medical harm or the patient's past medical history.

Manufacturer narrative:
For this case report, the patient reported that the atomizer failed to produce an aerosol mist despite cleaning the medication cup according to the manufacturer's instructions and changing the batteries. The patient added that he specifically cleaned the device with alcohol, vinegar, and distilled water; however, the atomizer became clogged and failed to produce an aerosol mist. He also added that the atomizer failed to activate despite using new batteries. At this time, the patient has not returned the atomizer associated with the malfunction. The patient reported that he will not return the atomizer base unit associated with the malfunction despite receiving a replacement atomizer; however, the patient did report that he will send the medication cup from the suspected device back to the manufacturer for analysis. The patient does have an extensive history of communication with the manufacturer concerning replacement product requests. Although plausible, it is unlikely that the manufacturer can determine the root cause of the battery malfunction and the mesh occlusion malfunction without all components of the atomizer. Although the root causes of the malfunctions were not determined, a medical device report will be submitted due to the potential risk for harm if the malfunction recurred.